Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomalies. Eval code-result: code (B)(4) no longer applies to this event. Eval code-conclusion: code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was confirmed to be explanted on (B)(6) 2018. Only the one previously reported MRI was performed. The patient symptoms were related to the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 200 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient went to the hcp for a refill. The hcp started with telemetry of the pump, and the pump alarm sounded. The hcp received the stopped pump period may exceed tube set message. The patient said they had an MRI in november, and that since then they had been feeling less effective with more spasms. It was also reported "this impression is increased since he stopped smoking cannabis. Since he takes a large amount of valium." It was reported the logs showed a motor stall on the day of the MRI ((B)(6) 2017 one more 2 days later, and a pump stop on (B)(6) 2017. The hcp decided to change/replace the pump; this was scheduled for (B)(6) 2018. Contributing factors to the event included the MRI on (B)(6) 2017. The issue was not resolved. The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated. The event date was provided as (B)(6) 2018, however, pump logs were received from an interrogation on (B)(6) 2018 at 11:31 which showed the first motor stall occurred on (B)(6) 2017 at 11:27 with a recovery at 11:53. Another stall occurred on (B)(6) 2017 at 10:35 with a stopped pump period may exceed tube set message on (B)(6) 2017 at 10:35. A motor stall recovery occurred on (B)(6) 2018 at 10:40.